Event description:
A patient reported they were seen in ER and treated for high blood sugar. Their ot basic meter allegedly would only prompt insert strip, clean test area messages and other undefined issue. Patient was unable to test. The result on the ER meter was around 200 mg/dl. The time difference between patient's meter and ER was 15 minutes. Treatment was medication for diabetes. No further information has been reported.